Event description:
It was reported that the tuftex embolectomy catheter balloon was not deflating. The physician had to deflate the balloon by popping it with a scalpel. Another device was used to complete the procedure. No injury was reported to the patient.

Manufacturer narrative:
The device was not received for evaluation. Therefore, the report of the balloon failing to deflate could not be confirmed and the root cause could not be determined. The device will be inspected when returned to determine the root cause of the reported issue. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Additionally, we have not received any reports of similar issues occurring for this lot.